Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Concurrent with mesh implantation the patient underwent laparoscopic assisted vaginal hysterectomy. It was reported that due to vaginal/pelvic pain and recurrent stress urinary incontinence the patient underwent mesh revisions on the following dates: (B)(6) 2009, (B)(6) 2010 and (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, vaginal and urinary infections, vaginal bleeding and discharge, urinary incontinence, retention and leakage, dyspareunia, psychological and emotional suffering. (B)(4).